Manufacturer narrative:
On 21-feb-2022, bwi received additional information regarding the event. The procedure was completed by replacing the vizigo. To be more specific on what section broke/separate, the valve/gasket was broken. The hemostasis valve (gasket) did not break into two or more separate pieces. The sheath was not being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. No blood return was observed so no blood lost. Patient hemodynamics were not compromised due to bleeding. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-apr-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 00001683 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a (B)(6) 8.5f bi-directional guiding sheath medium. The hemostatic valve broke. It was reported that the valve enforced and it broke. The surgery was not delayed due to the reported event. The procedure was not successfully completed. There were no reported patient status, outcomes, or consequences. Hemostatic valve separation is MDR-reportable.